Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP there was no allegation reported by the patient. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation it was observed the pca with electrical damage. There was one error has been identified.